Manufacturer narrative:
It was reported that a non-medtronic standard pta was used during the index procedure. Patient is a smoker with history of hypertension, diabetes, renal insufficiency and previous peripheral revascularization of the anatomosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one standard medtronic pta was used to treat the left anastomosis. Approximately 14.5 months post index procedure, the patient suffered avf shunt stenosis and was treated with medication and pta of the venous outflow. The patient recovered. The investigator and sponsor assessed not related to the index device, procedure or paclitaxel. The cec adjudicated the revascularisation as target lesion, clinically driven and related to the device but not related to the procedure or paclitaxel.